Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4; b4; b5; b7; d2; g1; g3; g6; h1; h2 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; a3; b3; b4; b5; b7; d2; d6a; d6b; g1; g3; g6; h1; h2; h10 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a shoulder arthroplasty three (3) years and six (6) months ago to receive a vrs shoulder. Subsequently, the patient was revised on six (6) months post-implantation due to screw fracture and received a competitor baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk screw; lot# unknown. E1: full establishment name - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder implantation on an unknown date approximately three (3) years ago. Subsequently, the patient was revised on an unknown date due to fractured screws. Attempts have been made and no further information has been provided.